Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level. Blood glucose level was 266 mg/dl. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4) software version 5.2a. Retainer ring = black. Customer returned pump due to alleged high bgs and under delivery on (B)(6) 2022. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0868 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 45 u units of normal bolus was delivered on (B)(6) 2022 between 07:56:25.000 and 16:20:51.000. The electronic assemblies and motor assemblies were inspected and found moisture damage on the pcba 1. Motor and force sensor. Unable to perform the motor test due to moisture damage on motor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay and label damage (serial number label peeling and stained). The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Unable to confirm high bg anomaly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.